Manufacturer narrative:
A clinical education specialist (ces) was told by nurses were in the report at 19:14:55 and saw what appeared to be a run of vtach, but there were no alarms. Several minutes later (19:17:54), a similar episode occurred, still with no alarms. At initial look, the morphology of the complexes is different from a minute before, but are being read as a mixed number of types despite appearing the same, and do not trigger the vt alarm. Earlier in the day, 16:48:19, a similar change in morphology occurred, all but two of the complexes being labeled v and triggering the vt alarm. Similarly, later on at 20:03:55, the complexes were again labeled v and triggered the alarm. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device failed to alarm. There is patient involvement.